Manufacturer narrative:
(B)(4). D10: cat# 00877503602, lot# 3132882 ,bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14. Cat# 00784803300, lot# 65603456, modular neck c 12/14 neck taper use with +0 heads only. Cat# 00620205822, lot# 65618055, shell porous with cluster holes 58 mm. Cat# 00625006520, lot# j7431772, bone scr 6.5x20 self-tap. Cat# 00625006530, lot# j7470747, bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 00771301200, lot# 65603350, modular femoral stem press-fit plasma sprayed cementless size 12.5. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 8 months later due to recurrent dislocations. During the revision, it was noted that the patient¿s initial capsular repair was completely torn on the posterior capsule which had scarred down posteriorly causing dislocations. The scar tissue was removed which increased stable range of motion. The head, neck, and liner were replaced with a constrained system which further enhanced stable range of motion. The initial cup and stem were left intact, and the procedure was completed without complications. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. A revision was performed due to recurrent dislocations. During the revision it was noted there was a complaint tear of the capsular repair and a large amount of scar tissue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.